Manufacturer narrative:
H10: the technician found the audio worked and there were no speaker malfunction messages. Therefore, the cause of the customer's allegation is unknown. The device was updated to the latest hardware and software per assembly procedures . The customer received a replacement device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction message and a loss of audio on the mx40 telemetry device. It was reported the device was not in clinical use.